Manufacturer narrative:
Correction - b5 - should have been "the patient presented for routine generator change out on 12 aug 2020" rather than "the patient presented for routine generator change out on 13 aug 2020".

Event description:
Information received indicates the patient presented in clinic for routine generator change out on (B)(6) 2020.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review it was revealed that the patient's right ventricular lead exhibited noise. The patient presented for routine generator change out on (B)(6) 2020. Isometrics performed prior to the procedure confirmed the allegation of noise over-sensing resulting in pacing inhibition. During the procedure, it was noted by the physician that the lead may have also sustained insulation damage. The lead was capped and replaced during the procedure on (B)(6) 2020. The patient was stable.